Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump is broken. The insulin pump was neither bumped nor dropped. Customer's blood glucose level was 18 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.